Manufacturer narrative:
(B)(4): based on the new information received, this complaint is not reportab.

Event description:
Corrected event information received: whilst carrying out the safety check I saw a flash in the front panel display cover and a smell of burning and immediately cancelled the testing. Unfortunately I don't know what test was being carried out at the time. So it didn't actually fail the safety check but failed during the test based on the new information received, this complaint is not reportable.

Event description:
It was reported that the generator failed the safety test prior to entering service. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(6).